Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified access set leaked. The leak was observed from the luer lock connector where it was connected to the patient's central venous catheter. The "correct installation was verified". There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed. Visual inspection of the photograph revealed that the luer shown in the photograph is not a baxter male luer. Therefore, the set is not a baxter product and as a result, a baxter device is no longer considered a suspect product in this event and no evaluation will be performed. Should additional relevant information become available, a supplemental report will be submitted.